Event description:
It was reported that there was a leak and condensation of water while using the rigid video scope. The issue was found during a procedure and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the device evaluation found the fibre bonding in the outer tube area (distal end) was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a leak and condensation of water while using the rigid video scope. The issue was found during a procedure and there were no reports of patient harm.